Event description:
It was reported that the patient experienced insulin leaking at the connection between the insulin cartridge and the infusion set. The cartridge used when the leak occurred was new. The patient changed the infusion set three times and the leak persisted after each change. The patient then changed the cartridge, infusion set, and adapter and was able to confirm there was no longer a leak. No adverse event was reported. The cartridge, adapter, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.